Event description:
It was reported that the patient presented in the operating room for a prophylactic explant of the implantable cardioverter defibrillator due to battery advisory. There was no allegation of premature battery depletion. During the same procedure on (B)(6) 2017, the right atrial lead was capped and replaced with a competitive lead because the atrial sensing had dropped to 0.8 mv. No further information was available.

Event description:
New information available on 9/15/2017 states that, the patient was stable throughout the procedure.